Event description:
It was reported that during final tightening, the tip of the set screw driver fractured off. The surgeon was able to retrieve the broken driver tip and finished the construct using a backup set screw driver. There was no impact to the patient.

Manufacturer narrative:
Corrections in d4: UDI number and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed the tip has fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that during final tightening, the tip of the set screw driver fractured off. The surgeon was able to retrieve the broken driver tip and finished the construct using a backup set screw driver. There was no impact to the patient.